Manufacturer narrative:
H.6. Investigation summary: bd received 133 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for hub-collar separation was observed. One (1) of the customer samples was returned in a separate bag and was confirmed to have hub-collar separation as the collar on the holder was cracked. An additional 10 of the customer samples were chosen at random and evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the indicated failure mode for hub-collar separation with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the issue of hub-collar separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on:  2023-09-06.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder customer reports that the needle and the needle holder have separated. The following information was provided by the initial reporter. The customer stated: today we have had two needles bd vacutainer black (0.7*25mm) that broke at the time of sampling. The needle and the needle holder have separated. On one occasion, the needle was stuck in the patient's arm during sampling. On the other occasion it was before the sampling as luck would have it.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder customer reports that the needle and the needle holder have separated. The following information was provided by the initial reporter. The customer stated: today we have had two needles bd vacutainer black (0.7*25mm) that broke at the time of sampling. The needle and the needle holder have separated. On one occasion, the needle was stuck in the patient's arm during sampling. On the other occasion it was before the sampling as luck would have it.